Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not review the device history record of the subject device because more than 15 years have passed since the subject device was manufactured. Based upon the information from the olympus local service department, omsc surmised that the reported phenomenon occurred since the main circuit board was broken. The exact cause of the main circuit board failure could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus local service department on september 23, 2021, it was found that the image of the subject device was not displayed since the main circuit board was broken. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.